Manufacturer narrative:
(B)(4). Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/deliverytest, excessive no delivery test and displacement test or low battery alarm due to blank display. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked battery tube threads, missing end cap sticker, cracked reservoir tube lip and stained address/serial number label.

Event description:
The customer reported via phone call that the insulin pump had persistent low battery issues after noticing condensation in the device. The customer stated that the device was exposed to sweat; the sweat went under the lcd display. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer confirmed that the battery did not last more than one week. There was no evidence of physical damage on the insulin pump. However, the customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump was returned for analysis.